Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged hospitalization due to pneumonia. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged hospitalization due to pneumonia. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer also received humidifier. An internal visual inspection of the device and humidifier was completed by the manufacturer and found grey dust-like contamination observed in humidifier iso port, brown contaminant on back and edge of humidifier flip lid and on side of top enclosure, white dust-like particles observed inside air outlet of rear panel, dust-like contaminates and hair-like objects on top enclosure and inside front panel, black dust-like contaminants around edges of air inlet of blower box, white dust-like contaminant observed on sd card reader on pca and all over top of blower box, black particle and dust-like contaminants observed inside rear panel, light corrosion of power connector p4, grey dust-like contaminants and black hair-like objects inside bottom enclosure, white dust-like contaminants observed on top of blower, signs of liquid ingress with mineral buildup on bottom of blower and in bottom of blower box. Also found black residue consistent with findings of keratin at blower outlet and on blower outlet seal, brown thread-like contaminant observed in bottom of blower box, discoloration of flip lid seal, white-powder contaminant on flip lid seal, brown hair-like object observed inside flip lid, brown dust-like contaminants inside humidifier bottom enclosure and on heater plate, white dust-like contaminant on back face of humidifier back panel, brown flake contaminant observed on dry box seal, insect observed between heater plate and heater plate o-ring, heat shield and underside of heater plate show signs of liquid ingress. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 4 errors. The device was applied power and the device operated properly. The manufacturer concludes multiple contamination found were consistent with contamination of dust, hair like substances, mineral deposit in the device and humidifier and water ingress consistent with heat shield ,underside of heater plate, blower and in bottom of blower box. The manufacturer concludes there was no evidence of sound abatement foam degradation. In this report, section d9, d10, g3, h3, h6 has been updated or corrected.